Event description:
Customer reported the system is displaying a collimator stuck error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and performed a collimator alignment. System operates as intended.